Event description:
Caller states the pt tested 3.0 inr on the coaguchek xs system while a comparison lab returned as 2.1 inr. Pt's coumadin dose was changed based on meter result. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.